Manufacturer narrative:
Device power up properly after battery installation. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. No pump error 68, 49, 23 or keypad anomaly noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm and could not able to clear it. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. Customer also stated that insulin pump had multiple pump error alarms and blank display. Customer stated that they were able to clear the alarm and able to rewind insulin pump. Customer stated they did press a button down for 3 minutes or longer. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.